Event description:
Follow up revealed that the patient's frequency had returned to the pre-vns baseline. However, it was stated that this was not related to the vns and that the reason was due to the patient's disease. There was no indication of a device malfunction provided.

Event description:
It was reported that the patient underwent a full vns replacement surgery. Follow up revealed that the patient was referred for the replacement due to more frequent seizures. Due to the country in which the event occurred, product return is not expected. No additional relevant information has been received to date.